Manufacturer narrative:
During the (sorc) inspection the cable unit was found faulty resulting in the reported no image condition. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocsm) was informed by the customer that "there was no image" from the olympus asset/loaner 4k camera head during an unspecified event. The no patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to section b5, d9 and information from the legal manufacturer investigation results. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the subject device has no repair history in the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. Based on the physical inspection performed at the local repair center, the potential cause of the no image condition is attributed to a faulty cable unit. To mitigate the risk of patient harm, in general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The reported event occurred when the dealer was installing the device in the hospital. There was no patient involvement.